Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient experienced atrial oversensing episodes with inappropriate mode switch. Upon interrogation, it was determined the lead is dislocated. The patient is listed for atrial lead revision.